Event description:
Boston scientific provided the following information: patient presented to the ep lab pre-op area for a pacemaker generator change. Patient complained of some dizziness and pre-syncope at home the week before generator change. Upon interrogation of the device, there was noise and pacing inhibition noted on the presenting rhythm. Unipolar setting seemed worse than bipolar. The implanter decided he would place a new ra lead, then cap off the lead in question. Upon pocket manipulation and patient coughing during the procedure, the noise and pacing inhibition was reproduced. The implanter carefully dissected down to the lead suture sleeves and found obvious insulation damage to the 4136, proximal to the suture sleeve. The damage appeared to be from a sharp instrument (possibly at original implant), or abrasion/damage from sharp calcification/eggshell encapsulating pocket tissue. The new a-lead was implanted with excellent analyzed numbers, and the damaged lead was capped and abandoned. The patient did well and had no complications.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.